Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be an external crit-line blood chamber leak. The leak was noticed coming from the threaded area that connects to the dialyzer. Test strips were not used to confirm the leak. Estimated blood loss was 150 cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment. Sample has not been returned to manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the MFR for physical eval. A product recall has been initiated by the MFR and the reported product issue is being investigated by the MFR via a CAPA.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.